Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The reported screw was returned for evaluation; however, the plate was not returned for evaluation. The returned screw was examined with magnified photography. Observed phenomena included: [head damage] the hexalobe drive feature was heavily marred at all locations with notable deformation to the profile of the hex drive. The head was heavily scratched on all surfaces; the batch marking was still visible. [Thread damage] all turns of thread on this screw were damaged with bare metal visible; this included damage to the thread peak/crest and trough/root with notable thread shearing in the half of the thread in and near the locking region. The head, drive feature, and thread damage could indicate heightened torque may have been imparted onto the screw such as when the screw is inserted into a hole off-axis or due to bone quality; however, based on the information received, the root cause could not be determined.

Event description:
It was reported during the procedure, when inserting the locking cortical screw, the locking cortical screw didn't fully seat into the plate, and a piece of metal emerged from the screw. There were no adverse consequences to the patient, and there was no delay in surgery. This report is related to report number 3025141-2022-00397 for the plate involved in this event.